Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a non-sterile device, implanting an expired device, not irrigating the incision site, not using antibiotics, not prepping the skin, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated that the cause of the infection was unknown. However, the clinical representative disclosed the patient has a history of developing mrsa infections. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to the patient being a poor candidate due to health, weight, age, or mental capacity (user error-clinician).

Event description:
Implanting clinician reporting a patient developing an mrsa infection. The stimulator was explanted on (B)(6) 2021. No further issues have been reported.